Event description:
A pt notified coopervision that she had experienced irritation and scarring in the right eye after wearing frequency xcel xr toric lenses (onset unk). She states that she has been seen by an ophthalmologist and notes improvement. There is no substantiated report of permanent impairment of eye function or damage to body structure. No report of medical treatment to preclude permanent impairment of eye function or damage to body structure provided. The disposition of the lenses is unk and lot numbers where not provided. Good faith effort was made to obtain medical info from the eye care practice but no info was received to date. Coopervision is making this a reportable complaint in an abundance of caution based on the patient comment of scarring.